Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with a pacemaker system was discharged after the implant procedure was completed. Later that day, the patient reported discomfort and returned to the hospital. The right atrial (ra) and right ventricular (rv) leads were found to be dislodged. Intervention was performed and when the physician attempted to reposition the leads, the helix on both the ra and rv leads could not be retracted. The leads were both removed and different models were implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted leads were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance; measurements were within normal limits. A stylet was not able to be inserted into the lead lumen, as a blockage was encountered in the terminal pin near the opening, due to blood/body fluid infiltration. The helix itself was intact and undamaged. Laboratory analysis was not able to confirm the clinical observation of lead dislodgement. However, based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that the patient implanted with a pacemaker system was discharged after the implant procedure was completed. Later that day, the patient reported discomfort and returned to the hospital. The right atrial (ra) and right ventricular (rv) leads were found to be dislodged. Intervention was performed and when the physician attempted to reposition the leads, the helix on both the ra and rv leads could not be retracted. The leads were both removed and different models were implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted leads were expected to be returned for analysis.